Manufacturer narrative:
Manufacturing date is unavailable.

Event description:
It was reported that the patient presented for an implant procedure. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Correction: section h4 - manufacturing date has been added.